Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's epicardial patch had a possible fracture. The patient was noted to be on holiday and will consult with physician upon return. The lead remains in use. No patient complications have been reported as a result of this event.